Event description:
It was reported that the patient experienced an adhesive issue on (B)(6) 2026, as the infusion set patch did not stick to the skin upon insertion. The patient resolved the issue by changing the infusion set and successfully resumed insulin delivery.

Manufacturer narrative:
Initial 1 of 3. E1: name: tandem. Country: united states of america. Street: 11045 roselle street, suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.